Event description:
As reported for this event by the customer, while inspecting the device with a borescope scratches and debris was observed in the auxiliary channel. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, auxiliary water channel had no leaks or debris noticeable at the channel opening. Flow is normal and within standards. The channel is too small for a borescope. Inspecting with the borescope damage was found to the instrument channel. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to borescope insertion into the forceps channel. The event can be detected/prevented by following the instructions for use which state: "precleaning the endoscope and accessories describes the implementation of precleaning immediately after the case and the flushing of the secondary water supply channel. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. The auxiliary water channel must be flushed either manually or using an olympus flushing pump." Olympus will continue to monitor field performance for this device.